Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise on a non-boston scientific right ventricular (rv) lead. This noise resulted in inhibition, unknown duration. Impedances were reported to be in the 600 ohms range. It was later reported that the physician reported this to be electromagnetic interference and had reprogrammed the device. It was unknown if this patient was device dependent, however, no adverse patient effects were reported.